Event description:
A malfunction was reported on the pump with a malfunction code of malf 16, which required resetting. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.